Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced intermittent bluetooth connectivity between a dexcom g7 sensor and the ilet during walks, and the ilet was synced with the mobile app; the customer was advised to replace the sensor to differentiate a sensor-related connectivity problem from a potential ilet communication issue. Symptoms included loss of continuous glucose data transmission. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer education, app synchronization, and directed sensor replacement to isolate the source of the connection issue. Investigation of this case revealed that the issue was consistent with intermittent wireless communication between the glucose sensor and the ilet, with the responsible device not yet identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further observation after sensor replacement.